Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 2182269-2017-00061. During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. Following mapping and ablation in the posterolateral region of left ventricle, mapping was continued in the apical region when a separation of the pericardial space was noted on ice (write out) imaging. A pericardiocentesis was performed but a few hours after the procedure, there were signs of acute pericarditis and elevated troponin levels. The patient was monitored and remained stable.